Event description:
It was reported the customer received a button error alarm. Customer also stated their numbers were scrolling during a bolus. Customer also had a weak battery alarm on their insulin pump. The customer's blood glucose was 12 mmol/l. The customer could not recall any significant events leading to the alarm. The customer also reported there was no damage to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.